Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient receiving and unknown drug, dose, and concentration via an implant able pump for cerebral palsy and intractable spasticity. On (B)(6) 2016 it was reported part of the catheter was removed. It was also reported the old catheter had a defective section in the pump segment. The segment was removed and spliced in a small piece of new catheter and pump connector. The old catheter was registered as reused. No symptoms reported. No further information was available at this time.

Event description:
Additional information was received from a device manufacturer representative (rep). The healthcare provider (hcp) was the initial r porter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.